Event description:
The recipient is reportedly experiencing an overly loud sound and pain. External equipment was exchanged and programming adjustments were made, however, the issue improved. The recipient's surgeon is concerned there may be underlying mental health concerns. The receipt's device will not be explanted at this time. The recipient will remain a non-user. The recipient is believed to have experienced an in-situ failure.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, as well as a severed array. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The device had moisture that exceeded the residual gas analysis (rga) test limit. Base on an assessment of the rga data, it is determined that this device was non-hermetic. A corrective action was implemented. This version of the 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, as well as a severed array. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical and mechanical tests performed. The device failed the residual gas analysis test. This device has moisture that exceeded the residual gas analysis test limit. The source of the problem was a feed thru hermeticity issues from one feed thru vendor. A corrective action was implemented. Feed thru assemblies for this vendor are no longer used. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.